Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a complete lead was returned in five pieces. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the session records. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Additional findings unrelated to the reported event(s): visual inspection of the lead found an external insulation abrasion breaching the optim sheath with intact silicon insulation beneath proximal to the suture tie impression. The cause of external insulation abrasion is consistent with friction to device can.

Event description:
It was reported a patient's right ventricular (rv) lead presented with high pacing impedance. The lead was explanted and replaced in a procedure on 11 oct 2023. Post-procedure the patient status was stable.